Event description:
On (B)(6) 2013, the reporter contacted animas alleging the display screen was dim and difficult to read in sunlight. There was no known trauma or moisture exposure to the pump reported. The reporter stated the pump had audible tones and that the dim display issue was unresolved with a battery change. There was no reported damage to the keypad and the threads on the battery cap were reported to appear normal with battery cap intact. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the pump display was found to be faded and discolored. Unrelated to the complaint, the keypad buttons were observed to be intermittently responding to presses. There was no damage noted to the keypad. The keypad was removed and contamination was observed under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.